Event description:
It was reported that five days post implant the patient experienced a potential perforation from the right ventricular (rv) lead, causing chest wall pain with inspiration and movement, and during pacing. Thresholds were also noted to be high. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).